Event description:
Reporter alleged the customer obtained the results of 349 mg/dl and 167 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
A caregiver (cg) contacted (B)(4) regarding a system error (se) 2240 alarm that appeared on the home choice (hc) during drain. The care giver (cg) stated that the home patient (hp) disconnected to use the bathroom. The drain cycle started and the hc alarmed. (B)(4) explained se 2240 indicates a large amount of air has entered setup and advised the cg to restart therapy with new supplies. The cg confirmed to start with new supplies and call back with any questions. On (B)(6) 2010 (B)(4) spoke with the home patient (hp) who could not recall if she reconnected to the setup after intentionally disconnecting. The hp stated her therapy was resuming without complications. No patient injury or medical intervention was reported. No further detail was available.